Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The biomed received the arctic sun device that was not cooling. The cause was found to be the mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device that was not cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The biomed received the arctic sun device that was not cooling. The cause was found to be the mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device that was not cooling. Per charge nurse on 23oct2024, it was reported that mixing pump was replaced on the device and it was now back on the unit and working properly. No patient involvement at the time of the malfunction.

Event description:
It was reported that the biomed received the arctic sun device that was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.